Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had several electrical shocks since the implantable cardioverter defibrillator (ICD)  was implanted. The patient is concerned that there is a "problem" with the ICD. The ICD remains in use. No further patient complications have been reported as a result of this event.